Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on 30-apr-2024 and 29-may-2024. The blood glucose of the patient was 160 mg/dl. Moreover, the infusion set was used for 12 hours fo event one and 24 hours for event two. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.